Manufacturer narrative:
Continuation of d10. Section d information references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; lot #: 0011775974; ubd: 2025-05-14; UDI: (B)(4). Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the initial valve was deployed after one recapture into the delivery catheter system due to an unknown reason. Following deployment, the valve dislodged towards the aorta. Subsequently, a second valve was implanted inside the annulus. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - event description h6 - patient and device codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, no pre-implant balloon aortic valvuloplasty (bav) was performed and the valve was recaptured due to shallow implant depth. A safari guidewire was used during the procedure. The deployment start point was at the bottom at an implant depth of 2 millimeter (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). The delivery catheter system (dcs) was fully with drawn when the valve dislodged. A post implant balloon aortic valvuloplasty (bav) was performed prior to the valve dislodgment due to paravalvular leak (pvl). After the valve dislodged, the implant depth was -3 mm on the ncc and 2 mm on the lcc. Per the physician, the patient's left ventricular outflow tract (lvot) calcification contributed to the valve dislodgement.

Event description:
Additional information was received that the post-implant bav dislodged the first valve. The severity of the pvl was moderate, and a post-implant bav was performed following the implant of the second valve. The post-implant bav following the implant of the second valve was performed due to an expansion issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were submitted to medtronic for review of the event. The patient¿s executive summary was not provided for anatomical review. The valve was deployed to 80% and depth assessment was performed in the cusp overlap view. The depth at the non-coronary cusp (ncc) was approximately 2 millimeter (mm). Next, an angiogram in a left anterior oblique (lao) view was performed and depth at the left coronary cusp (lcc) was approximately 0mm. There is evidence of at least one recapture which appeared to have been performed in the lao view. The depth at the lcc was still approximately 0mm, but the frame appeared to be slight deeper on ncc. However, proper depth at the ncc is assessed in the cusp overlap view and there is no evidence that this was performed after the second deployment attempt. The valve was <(><<)>1mm at the lcc which would warrant a recapture. However, the valve was released, resulting in aortic dislodgment. The dislodged valve was not snared, and a new valve was implanted within the dislodged valve. It was reported that a post balloon aortic valvuloplasty was performed that contributed to the dislodgement. However, there is no evidence of that in the fluoroscopic images. The images reveal that a post balloon valvuloplasty was performed after the second valve was implanted. A final aortogram was performed confirming coronary perfusion and no paravalvular leak. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.